Manufacturer narrative:
(B)(4). Date sent: 8/2/2021. D4: batch # v9410d. H6: component code: others (g07). Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the er420 device was returned without apparent damage and without a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was observed to be empty. No clips were observed in the clip track. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: fully squeeze the trigger and then release to load the first clip into the instrument jaws. Failure to completely squeeze the trigger can result in clip mis-loading. Position the jaws with the clip completely around the vessel to be ligated. Fully squeeze the trigger on each firing. Do so by pulling back on the trigger even after a sharp ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. The next clip is automatically advanced as the trigger is released. Inspect the instrument jaw tips after each use to ensure a new clip is present before the next firing. The event described could not be confirmed as the device performed without any difficulties noted and no product defect was identified, as part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Please provide the status of the device(s) as it has not been received for analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a total mesorectal excision, intraop, er420 instrument did not clip as intended. Did not form appropriate clip and throwing the clips all around (ejected clips). Operative time delayed by additional fifteen minutes. There was no effect to patient and were able to end the operation successfully.